Manufacturer narrative:
The insulin pump had battery cap stripped battery cap coin slot, cracked lcd window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose was unknown. No further information reported.